Event description:
It was reported that that their pump began to alarm with no error message and they were seeing bubbles in their line and it looked as though medication was not being delivered. Author advised patient to mix a new cassette and begin new infusion on backup pump since it was unclear if it was a pump issue or a cassette issue. Product fault occurred while in use with patient. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.